Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation, unknown grade capsular contracture, paresthesia. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with an unknown mentor textured saline prosthesis experienced bilateral deflation, unknown capsular contracture, pain, nausea, cold sensations going to the arms, and wrist on both sides, tired, burn sensation in the armpit area of the right side, tightness in both sides, breasts moves when patient moves either to the left or the right post procedure. The doctor diagnosed the deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.